Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had a syncopal episode. The physician wanted of review of consult data. Technical services (ts) reviewed the data, and device was in aai mode due to rhythmiq. Ts recommended to change the mode as the patient was not a candidate for rythmiq. Additionally, it was noted that the paramedics shocked the patient externally as they detected the patient had a ventricular tachycardia (vt) arrythmia. Ts was not sure if it was true vt. The patient was being admitted into the hospital and a field representative was contacted to further evaluate device function. At this time, the device remains in service. No additional adverse patient effects were reported.